Manufacturer narrative:
Patient information: unknown/asked but unavailable. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched when it unfolded in the patient's operative eye. The surgeon removed and replaced the lens during the initial procedure. The lens was discarded. No additional information was provided.